Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: inferior to liver / dislocation and migration of the right essure coil to the subhepatic right upper quadrant'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension, anemia, blood dyscrasia, airway complication of anesthesia, coronary artery disease, infection mrsa, seizures, sickle cell anemia, systemic lupus erythematosus, tubal ligation, cesarean section, uterine dilation and curettage, pap smear abnormal, asthma, breast disorder, chronic kidney disease, diabetes mellitus, herpes simplex, hiv infection, infertility, hepatic disease, systemic lupus erythematosus, thyroid disorder, trauma, varicosity, abdominal pain, lower abdominal tenderness, tenosynovitis, vaginal discharge, de quervain's tenosynovitis, premature delivery, anaemia of pregnancy, polyhydramnios, parity 5 (date of live births: (B)(6) 2006, (B)(6) 2010, (B)(6) 2010, (B)(6) 2013, (B)(6) 2018.), fetal tachycardia, twin pregnancy, premature uterine contractions, recurrent abortion and cervical dilatation. Ob history: term (B)(6) 2006 40w0d vaginal, spontaneous delivery. A preterm (B)(6) 2010 23w6d vaginal spontaneous delivery . B preterm (B)(6) 2010 23w6d vaginal spontaneous delivery. Term (B)(6) 2010 38w0d vaginal spontaneous delivery. A preterm (B)(6) 2013 34w2d vaginal spontaneous delivery. B preterm (B)(6) 2013 34w2d vaginal spontaneous delivery. Concurrent conditions included postpartum depression since 2010, nausea, vomiting, breast mass, uterine cervical motion tenderness, ovarian cyst, swelling abdomen, syncope, menstrual disorder nos, vitamin b12 deficiency, rubber sensitivity, urinary frequency, hemiparesis, chest pain, abnormal touch sensation, vision decreased, hemianaesthesia, circulatory collapse, bacterial vaginosis, cystitis, hesitancy, flank pain and frequency urinary. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as etonogestrel (nexplanon) and methotrexate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), migraine ("psychological or psychiatric problmes - conditions: migraines"), headache ("psychological or psychiatric problmes - conditions: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleding (menorrhagia)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysuria ("bladder or urinary problems or changes dysuria"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dysuria outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the patient did not have her essure removed. Plaintiff experienced other pregnancy that was captured in case (B)(4).. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded (total bilateral occlusion).. Ultrasound pelvis - on (B)(6) 2015: irregular intrauterine saclike structure or trapped fluid with adjacent tiny cystic focus. A well-formed gestational sac, fetal pole, and yolk sac are not demonstrated. A very early pregnancy, failed pregnancy, and ectopic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, miscarriage, pregnancy with contraceptive device, abdominal pain lower, vaginal pain, vaginal bleeding, dysuria, migraines, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: inferior to liver / dislocation and migration of the right essure coil to the subhepatic right upper quadrant'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy abnormal bleeding') in a 29-year-old female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension, anemia, blood dyscrasia, airway complication of anesthesia, coronary artery disease, infection mrsa, seizures, sickle cell anemia, systemic lupus erythematosus, tubal ligation, cesarean section, d & c, pap smear abnormal, asthma, breast disorder, chronic kidney disease, diabetes mellitus, herpes simplex, hiv infection, infertility, hepatic disease, systemic lupus erythematosus, thyroid disorder, trauma, varicosity, abdominal pain, lower abdominal tenderness, tenosynovitis, vaginal discharge, de quervain's tenosynovitis, premature delivery, anaemia of pregnancy, polyhydramnios, parity 5 (date of live births: (B)(6) 2006, (B)(6) 2010, (B)(6) 2010, (B)(6) 2013, (B)(6) 2018.), fetal tachycardia, twin pregnancy, contractions uterine increased, recurrent abortion and cervical dilatation. Ob history: 1. Term (B)(6) 2006 40w0d vaginal, spontaneous delivery 2. A preterm (B)(6) 2010 23w6d vaginal spontaneous delivery 2. B preterm (B)(6) 2010 23w6d vaginal spontaneous delivery 3 .term (B)(6) 2010 38w0d vaginal spontaneous delivery 4. A preterm (B)(6) 2013 34w2d vaginal spontaneous delivery 4. B preterm (B)(6) 2013 34w2d vaginal spontaneous delivery. Concurrent conditions included postpartum depression since 2010, nausea, vomiting, breast mass, uterine cervical motion tenderness, ovarian cyst, swelling abdomen, syncope, menstrual disorder nos, vitamin b12 deficiency, rubber sensitivity, urinary frequency, hemiparesis, chest pain, abnormal touch sensation, vision decreased, hemianaesthesia, circulatory collapse, bacterial vaginosis, cystitis, hesitancy, flank pain and frequency urinary. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as etonogestrel (nexplanon) and methotrexate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), migraine ("psychological or psychiatric problmes - conditions: migraines"), headache ("psychological or psychiatric problmes - conditions: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleding (menorrhagia)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysuria ("bladder or urinary problems or changes dysuria"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dysuria outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the patient did not have her essure removed. Plaintiff experienced other pregnancy that was captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded (total bilateral occlusion).. Ultrasound pelvis - on (B)(6) 2015: irregular intrauterine saclike structure or trapped fluid with adjacent tiny cystic focus. A well-formed gestational sac, fetal pole, and yolk sac are not demonstrated. A very early pregnancy, failed pregnancy, and ectopic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, miscarriage, pregnancy with contraceptive device, abdominal pain lower, vaginal pain, vaginal bleeding, dysuria, migraines, device dislocation. Amendment: the report was amended for the following reason: significant change done. Ccc added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: inferior to liver / dislocation and migration of the right essure coil to the subhepatic right upper quadrant'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (batch no. B09704) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension, anemia, blood dyscrasia, airway complication of anesthesia, coronary artery disease, infection mrsa, seizures, sickle cell anemia, systemic lupus erythematosus, tubal ligation, cesarean section, d & c, pap smear abnormal, asthma, breast disorder, chronic kidney disease, diabetes mellitus, herpes simplex, hiv infection, infertility, hepatic disease, systemic lupus erythematosus, thyroid disorder, trauma, varicosity, abdominal pain, lower abdominal tenderness, tenosynovitis, vaginal discharge, de quervain's tenosynovitis, premature delivery, anaemia of pregnancy, polyhydramnios, parity 5 (date of live births: (B)(6). Fetal tachycardia, twin pregnancy, contractions uterine increased, recurrent abortion and cervical dilatation. Ob history: term (B)(6) 2006 40w0d vaginal, spontaneous delivery; a preterm (B)(6) 2010 23w6d vaginal spontaneous delivery; b preterm (B)(6) 2010 23w6d vaginal spontaneous delivery; term (B)(6) 2010 38w0d vaginal spontaneous delivery; a preterm (B)(6) 2013 34w2d vaginal spontaneous delivery; b preterm (B)(6) 2013 34w2d vaginal spontaneous delivery. Concurrent conditions included postpartum depression since 2010, nausea, vomiting, breast mass, uterine cervical motion tenderness, ovarian cyst, swelling abdomen, syncope, menstrual disorder nos, vitamin b12 deficiency, rubber sensitivity, urinary frequency, hemiparesis, chest pain, abnormal touch sensation, vision decreased, hemianaesthesia, circulatory collapse, bacterial vaginosis, cystitis, hesitancy, flank pain and frequency urinary. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as etonogestrel (nexplanon) and methotrexate. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / pain"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), migraine ("psychological or psychiatric problems - conditions: migraines"), headache ("psychological or psychiatric problems - conditions: headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years after insertion of essure. On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysuria ("bladder or urinary problems or changes dysuria"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dysuria outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dysuria, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: the patient did not have her essure removed. Plaintiff experienced other pregnancy that was captured in case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded (total bilateral occlusion). Ultrasound pelvis - on (B)(6) 2015: irregular intrauterine saclike structure or trapped fluid with adjacent tiny cystic focus. A well-formed gestational sac, fetal pole, and yolk sac are not demonstrated. A very early pregnancy, failed pregnancy, and ectopic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache, miscarriage, pregnancy with contraceptive device, abdominal pain lower, vaginal pain, vaginal bleeding, dysuria, migraines, device dislocation. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr were received: lot number was added. Events: vaginal infection, depression, mental anguish, migraines, headaches, migration of essure device location of device: inferior to liver, dysmenorrhea, abnormal bleeding (vaginal, menorrhagia), dysuria were added. Events onset date and severity were added. Historical drugs and conditions were added. Concomitant conditions and drugs were added. Lab data were added.